Event description:
During surgery, a blood oozing was observed at the graft. An hemostatic agent was used and the graft was wrapped with a portion of graft to stop the bleeding. The patient was reported to have recovered.

Manufacturer narrative:
No product evaluation was performed since the graft was not returned to the manufacturer. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was evidenced in the collagen coating records. The review of the water permeability testing of a product coated on the same day as the complaint device indicated value well within product specifications. A reserve sample from the same coating day than the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. No leakage was observed and no poor collagen adherence was noted during the test. No conclusion can be drawn. Product testing performed on similar products would tend to indicate that the device was not defective. In addition, it was reported by the institution that the patient suffered two circulation arrests, that were not due to the device. It was reported that the physician considered that deep hypothermic circulation arrest could have delayed hemostasis.